Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states, the customer's report was duplicated and attributed to a defective ECG shield on the analog board. Analysis for reports of this type has not identified an increase in trend.